Manufacturer narrative:
The reported batch number: 2347613 was reported, however, there is no expiration date in the database for the reported catalog #: 364815 and batch. D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® one use holder has sharp edges on which one could hurt oneself. No injuries were reported. The following information was provided by the initial reporter: adapter has sharp edges on which you can hurt yourself.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for plastic mold flashing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode plastic mold flashing. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-08-02.

Event description:
It was reported that the bd vacutainer® one use holder has sharp edges on which one could hurt oneself. No injuries were reported. The following information was provided by the initial reporter: adapter has sharp edges on which you can hurt yourself.